Manufacturer narrative:
(B)(4)

Event description:
The complaint states that loss of connection was reported. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.